Event description:
The impedance was greater than 3000 ohms. The lead was explanted. No adverse patient events were reported. Should additional information be received, this file will be update.

Manufacturer narrative:
Upon receipt, the lead under complaint was found cut 61 cm proximal to the lead tip. The distal fragment was received for analysis. The proximal fragment was not returned. An extraction aid was found on the distal fragment, it is reasonable to assume that the lead was cut during the surgery. The insulation was apart from the present cut, free of injuries. The analysis showed that the ring electrode and lead tip were found covered in fibrotic growth. This calcification is assumed to be the root cause of the high pacing impedance. Furthermore, the fixation helix was found stretched, which most likely resulted from the extraction procedure due to tensile stress. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.